Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a black sleeve in position 10 stuck in the up position. Fse cleaned and inspected. Tested lld with splld test. The instrument was tested without further problem and was returned to expected operation.